Event description:
It was reported when using the pyxis medstation es system experienced hardware malfunction. A customer has reported that a user is unable to dispense medication due to a malfunction, which has resulted in a delay in patient care there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the reported issue could not be reproduced. A field service specialist confirmed that the issue was resolved by customer. The device functioned as intended after the customer resolved the issue. A field service engineer confirmed that there was a delay in dispensing medication to the patients.